Event description:
It was reported that during the catheter ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after septal puncture and pre-mapping, farawave catheter was inserted into the sheath, air leak occurred from hemostatic valve and air was drawn continuously while aspirating the air with a syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that a infusion pump was used; continuous infusion not started at the time of event. No leak or air in patient seen. Guidewire was in the catheter tip when farawave was inserted.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the catheter ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after septal puncture and pre-mapping, farawave catheter was inserted into the sheath, air leak occurred from hemostatic valve and air was drawn continuously while aspirating the air with a syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that a infusion pump was used; continuous infusion not started at the time of event. No leak or air in patient seen. Guidewire was in the catheter tip when farawave was inserted.